Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pseudo tumor and a classic mom case. Update: (B)(6) 2012 - litigation papers received. They provided new information that allowed us to find an invoice. Part and lot numbers for cup and head were added due to allegations of excessive metal ions. There is no new additional information that would affect the investigation.